Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the ok and up buttons respond intermittently. There was no visible damage to keypad. Removed keypad and found adhesive contamination under the button contacts.

Event description:
The patient contacted animas on (B)(6) 2012 and stated that the up arrow keypad button was intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.